Event description:
It was reported that the #8 key on a pump keypad is stuck.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a stuck #8 key could not be reproduced. However, the eval found the 1st softkey, on/off, #0 and (.) Keys to be inoperable caused by a failed keypad. All other keys performed as expected and no keys resulted in an incorrect response or double entry.